Manufacturer narrative:
The reported events were for helix mechanism issue and ¿not able to implant the lead¿. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified issue. The patient was presented for the rv lead revision procedure. During the procedure. It was noted that the rv lead helix failed to be extended. The rv lead was explanted and replaced. The patient was in stable condition.